Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a patient was not responding as expected to an oxytocin infusion. The primary tubing was noted to be kinked at the hub where it was connected to the extension set. Although the connection was re-taped, the rn continued to note lengthy breaks in contractions and suspected that the patient received "intermittent boluses of pitocin as opposed to a continuous steady state".